Manufacturer narrative:
(B)(4). The hospital biomed troubleshot the issue with ge healthcare technical support. The adjustable pressure limit valve was recommended for replacement.

Event description:
The hospital reported that, during the preoperative test, the adjustable pressure limit valve was not operating as expected. There was no report of patient involvement.